Event description:
Procedure type: laparoscopic hernia. According to the rptr: the distention balloon would not inflate. He tried both ends of the bulb. They could not see a puncture in the balloon. There was no report of pieces falling into the cavity or impacting the pt. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported.

Manufacturer narrative:
(B) (4).